Event description:
Per the clinic, the patient experienced an infection on the abutment site (specific date not reported) and subsequently was treated with antibiotic drops (specific date and duration not reported). The implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on march 28, 2023, in order to electively remove the abutment. The implanted device remains.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023. It was also reported that the patient underwent skin revision during the same surgery. There are no plans to reimplant the patient with a new device as of the date of this report.